Event description:
The patient had 2 leads (from the same lot) implanted. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2017 and 2 additional leads were implanted in order to provide with the therapy coverage needed.

Event description:
Follow-up information indicated that reportedly, the patient is receiving effective therapy following the implant of 2 additional leads.